Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2020-23615. It was reported invalid impedance was found on the patient's right drg lead located at t12. X-rays were taken and revealed the lead to be fractured. As a result, the patient plans to undergo surgical intervention. Note: both of the patient's drg leads are being reported because it's unknown which lead is located on the right side of t12.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-23615. Follow-up revealed the patient's right drg lead located at t12 was explanted and replaced to address the issue. Note: both of the patient's drg leads are being reported because it's unknown which lead is located on the right side of t12.